Event description:
A report was received that the patient was experiencing an electrical shock which is causing pain around the stomach region. Patient's paddle lead had migrated and the physician has decided to explant the entire system.

Event description:
A report was received that the patient was experiencing an electrical shock which is causing pain around the stomach region. Patient's paddle lead had migrated and the physician has decided to explant the entire system.

Manufacturer narrative:
Additional information was received that the patient was explanted and is reportedly doing well. Explanted devices will not be returned to bsn as they were discarded by medical facility. A review of the manufacturing documentation of the devices found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-1110-02, serial # (B)(4), description: implantable pulse generator (ipg).